Event description:
It was reported that an oasys midline plate fractured approximately one year post-operatively. The patient is experiencing discomfort. Revision surgery has been performed.

Manufacturer narrative:
Both tulips of the device were visually inspected and found to have fractured. What appears to be beach marks consistent with fatigue fracture were found on one tulip fracture surface. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. Use of the related device is detailed in the oasys surgical technique excerpt below: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. It was reported that the device was implanted for over a year and the patient was very active. Indications of fatigue fracture appeared to be present on the device. Length of implantation along with the patient's high activity level most likely lead to the device fracture.

Event description:
It was reported that an oasys midline plate fractured approximately one year post-operatively. The patient is experiencing discomfort. Revision surgery has been performed.